Event description:
A pt was implanted with the essure micro-inserts in 2006; an hsg confirmation test, performed 3 months later, showed both fallopian tubes occluded and the devices with satisfactory placement. The pt began experiencing severe pelvic pain on her right side in 2009; an ultrasound was done which showed that the essure micro-insert on the right side had been expelled and was in the pt's uterus; one month later, the pt had laparoscopic surgery to remove the expelled device. The device on pt's left side was also reported by pt to be in the process of migrating out of the fallopian tube; this micro-insert was removed and a bilateral tubal ligation was performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.